Event description:
It was reported that the carealert triggered, and the lead exhibited high impedances, noise, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the carealert triggered, and the lead exhibited high impedances, noise, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead involved in the event was not returned for analysis; however, performance data was collected from the device and has been analyzed. Sensing/oversensing: 12 - ventricular nst<(><<)>(><(><<)><(><<)>)>=216 ms on (B)(6) 2012 in the timeframe between 21:47:16 and 22:53:24. 5 - lfp high rate-ns <(><<)>(><(><<)><(> <<)>)>= 190 ms average v-cycle on (B)(6) 2012 in the timeframe between 09:33:26 and 09:39:23. Ventricular short interval count v-sic=1398 counts, in 1.75 days, between (B)(6) 2012. Lead integrity alert: 1 - patient alert for lead failure predictor on (B)(6) 2012 09:33:21. Impedance/high impedance: 2 - patient alerts for oot subthreshold lead impedance on (B)(6) 2012. Daily pace impedance trend data, abrupt increase for ventricular pace bi impedance=655 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.